Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 196 mg/dl. Diagnosed diabetic ketoacidosis. Customer had a reaction to the flu shot, which made the blood glucose go high. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.